Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The clip applier instrument failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain the clip through engagement but could not release the clip as commanded. Common causes of loss of functionality to apply a clip is attributed to either a damaged grip cable or misaligned grips. Additional observation(s) not reported by site: failure analysis found the primary failure of bent grip to be related the customer reported complaint. The instrument was found to have a bent grip and the tip does not align with the other grip. Common causes of the failure mode are attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier was reported to have a bent tip which made the instrument unable to apply the clips properly. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was unknown if the instrument was inspected prior to use. The clip applier incident occurred when the surgeon attempted to use it. The medium-large clip applier was reported to "have a bent tip, which made the instrument unable to apply the clips properly." Hem-o-lok medium/large clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested of 10 mm. The issue occurred on the first clip application attempt. The issue was resolved after swapping to the second clip applier in the instrument tray.